Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has not used their device in a few months and has difficulty with ambulation. If they spin too fast, they lose balance and fall. When recharging, it does not show any bars. They just replaced the desktop charger (dtc). They have tested with two implantable neurostimulator recharger (insr) and still cannot recharge. They confirmed the insr is charging and is full when plugged into the dtc. They were walked through physician mode recharge (prm) and the caller could not access prm. They were walked through resetting the insr and testing prm again. They still could not start a prm but technical services had them try to start a normal recharge process and they were able to get 8 bars. The implantable neurostimulator (ins) is at 25%.